Event description:
It was reported that the symptomatic patient presented in the emergency room in backup vvi complaining of chest congestion and swollen legs. The device was not at hardware elective replacement indicator (eri) according to the eri byte. Due to two failed download attempts both resulting in the message "operation failed", further troubleshooting could not be performed and the device was replaced.

Manufacturer narrative:
Chest congestion.